Event description:
It was reported a trial lead procedure was abandoned on (B)(6) 2021 as the physician was unable to place the lead due to the patient¿s anatomy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident is consistent with patient related factors and/or issues.